Manufacturer narrative:
Investigation in process.

Event description:
Event detail: it was reported that the patient was doing well up to (B) (6) 2010. She was ascending stairs and felt a pinch in her knee. The doctor had her come back in a few weeks and she was not doing any better. He then scheduled her for a knee scope to examine her knee. During the procedure he found that the post of the patella had separated from the head.